Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor squeezed the trigger and half way through the firing cycle the jaws locked up and would not release. The surgeon was able to get the jaws open. They got a new one to complete the procedure. They were firing across existing clips. There was no patient consequence.